Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary customer returned (5) sealed bd alcohol swabs from lot # 8045641. Customer states that he found white powder on the skin surface and when he tore the package to open, the white powder/ flakes were fluttering. All returned swabs were examined and no white flakes or any other were observed on the surface swab packets and no white flakes or any other foreign matter was observed when the swabs were separated and opened. A review of the device history record was completed for batch #8045641. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that with the use of the swab alcohol 100 bx 1200 asia when the customer wiped off his injection site, he found white powder on the skin surface. When opening the swap package white powder comes from the package. There were nine occurrences. The following information was provided by the initial reporter: after the customer wiped off his injection site, he found white powder on the skin surface. Also when he tore the package to open, the white powder/ flakes were fluttering.